Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the carefusion field service representative evaluated the unit and was able to duplicate the circuit occlusion alarm and the alarm condition not being able to be cleared. The a/d values of the inspiratory pressure transducer were not able to be changed by adding pressure. The gde (gas delivered engine) will need to be replaced and is currently awaiting replacement parts. Upon completion of a failure investigation, a supplemental report will be submitted.

Event description:
A carefusion field service representative was called to service a device and upon arrival, found a note attached to the ventilator with the reported issue. The customer's note stated that the ventilator was not triggering a breath and it was alarming "circuit occlusion" but it could not be cleared. The reported event occurred while on a patient. The patient's circuit was switched out with no improvement so the ventilator was switched to a different ventilator with no patient harm or injury. The note was dated for (B)(6) 2016 but was not called in for service until april of 2016.